Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) due to error 23008. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed and replicated. System logs reveal the 23008 error indicating ¿pot to encoder error, usm4, axis 8¿, confirming the fault occurred in the field. Upon visual inspection, issues were found that would be related to the reported event. The usm was installed onto patient side cart fixture test platform (pftp) where sine cycle test was found to be failing on the carriage degree of freedom (dof9). Once testing was completed, the instrument sterile adapter (isa) board was further inspected and verified to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the isa board assembly was found to be the root. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted technical support engineer (tse) to report a persistent recoverable error had been present on universal surgical manipulator (usm4). Prior to contacting (tse) the customer had reseated the instrument, replaced the drape, and restarted the system without improvement. Tse reviewed the logs and found an error code associated with usm4 axis 8. The procedure was converted to laparoscopic surgery with no reported injury.